Event description:
The customer called technical support (ts) reporting that the device's screen went blank while in use, however it continued to function. The customer requested onsite repair. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the philips service engineer (pse) confirmed the liquid-crystal display (lcd) failure. The parts: printed circuit board assembly (pcba), user interface and lcd assembly have been ordered for replacement. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.